Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced a high blood glucose level of 500 mg/dl on (B)(6) 2026 with two infusion sets. The infusion set had been in use for two hours. The patient was treated with a correction bolus administered via the pump. The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4).